Manufacturer narrative:
A ge service representative performed an on site investigation. The patient data files were removed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system lost patient data. No patient injury was reported